Event description:
It was reported that during a surgery on (B)(6) 2014 an allofit shell was tried to implant. Due to good bone material the shell deformed and thereof the inlay did not fit. The shell was replaced with another product. The surgery was extended for 1-2 hours.

Manufacturer narrative:
The manufacturer received the device, investigation is ongoing, x-ray, or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).